Event description:
It was reported that the pt was placed a PICC line on (B)(6) 2013 for chemotherapy. The whole implantation length was 56cm. The length outside the insertion site was 5cm. On the morning of (B)(6), when the nurse did regular maintenance. She found the catheter was broken and slipped into pt's body. The x-ray showed that the broken catheter was in the pulmonary artery. With the help of ir, the catheter was removed finally.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.